Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion using rhbmp-2/acs on (B)(6) 2007. It was reported that rhbmp-2/acs was used mixed with autograft at multiple levels (l3-4 and l4-5). After his surgery the patient developed chronic pain and his fusion was considered to have failed resulting in post-laminectomy syndrome. A CT scan performed on (B)(6) 2012 showed narrowing of the foramen at multiple levels from l2 to the sacrum and the bilateral pedicle screws appeared to have extended anteriorly beyond the confines of the bony sacrum. As a result it was reported that the patient had to undergo extensive medical treatment, including having to undergo an additional surgery on (B)(6) 2012. Follow-up CT scans done in (B)(6) 2012 early arachnoiditis and persistent narrowing of the foramen at multiple levels indicative of foraminal overgrowth. It is further reported that the patient continues to experience severe pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.